Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was unable to take the camera arm into the following mode. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the doctor decided to convert to a laparoscopic procedure prior to calling technical support. The site was in the process of undocking when they called. Isi followed up with the initial reporter and obtained additional information. The procedure was converted to laparoscopic toward the end of the case to finish the procedure due to a system malfunction. There was no injury to the patient. There were no issues during the system set up; the system was inspected prior to use. No outside influences were impeding movement of the system. The customer attempted to reseat the camera and the drape, but the issue continued. The procedure was in progress for about an hour when the issue was identified. The patient did not experience any post-operative complications. There is no video recording available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the thixo gimbal on the master tool manipulators (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the thixo gimbal part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported complaint of ¿error 25521¿ but confirmed via error logs. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a precaution. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to not being able to take control of the camera arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.